Manufacturer narrative:
The device history record for lot p2308406 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per customer, the doctor stated that the product should not be used as it does not give continuous flow. There was no patient harm reported. Additional information was received from the customer and stated that the urine will not drain.